Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a leak from the venous luer-lock connection from the xlung 230 during priming. There was no patient involvement. The complaint sample was available for product investigation.

Manufacturer narrative:
Additional information: b5, d4, d9, h3 plant investigation: non-conformity related to the reported failure was not observed during manufacturing process. Two similar complaints about this batch number have been reported. All oxygenators are tested for leakages during process controls. The crack may have been subsequently caused by the release of material stress, for example during handling, e.g. Tightening of the connection or transport. Potential root causes during production have been analyzed, and measures are implemented.

Event description:
A user facility reported a leak from the venous luer-lock connection from the xlung 230 during priming. The kit was sequestered and an additional kit was primed without issue. There was no patient involvement. The complaint sample was received for product investigation.